Event description:
Attempting to place IV in left forearm. Placement verified with blood draw, attempted to remove needle from IV catheter and was unable to. Had to remove IV due to being unable to remove needle that had been retracted into safety mechanism. Once removed from pt, safety device appears to have not closed fully, causing a small amount of needle to stick out in safety device, causing it to catch on IV catheter.